Event description:
While using the clip applier to clip the side of the cut end of the greater saphenous vein the clips did not hold and fell off causing the vein to bleed profusely. Vessel was clamped with a hemostat and vessel was tied off using a stick tie.